Event description:
Patient reports hearing a "buzzing" noise from the device ever since the device had been turned off. The ICD was removed per medical judgement and not replaced. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Patient reports hearing a "buzzing" noise from the device ever since the device had been turned off. No patient complication have been reported as a result of this event.